Event description:
The customer states the system displayed poor image quality. No pt injury has occurred. The customer reports when lowering averaging to minimum for dye runs, image is too grainy. Customer is aware of average function. Reminded customer that noise will be greater as averaging is decreased, but customer feels noise should not be this bad.

Manufacturer narrative:
The ge svc rep reviewed the system and attended two cases with customer and verified unit operation is fine. He advised customer of fluoro solutions. Images reviewed show that unit was not used properly and images could have had different results. Apps will return in several weeks to verify customer image issues were resolved.